Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Although the exact cause has not been determined, it is believed that the cause of the damage is that the vessel running at the site where the stent is scheduled to be placed is strongly flexed, which causes poor deployment, and multiple stent releases and re-sheathes were repeated. The location of the aneurysm is reported as c2, but c6-c7 for bouthillier is applicable. There were no abnormalities observed in the concomitant catheter.

Event description:
Medtronic received a report that considering that the diameter of the vessel to be implanted differs distally and proximally, and that the size of 2d and 3d are slightly different, it was suggested to the doctor that 4.0-18 be selected. Since they wanted to focus on the 3d value, 4.25-16 was selected and placement was started. The preparation was performed without any problems as per the package insert. After deployment, twist phenomenon occurred around the middle of the stent, so it was re-sheathed and repositioned. The twist could not be removed at the same position, and the entire system was pushed and pulled repeatedly, but the twist could not be removed, so it was resheathed and the position was slightly changed. Another deployment was started, but twist occurred at the distal part than the original twist position, and the resheath was repeated, resulting in damage to the distal part of the stent. The placement was abandoned, the treatment was changed to coil treatment, and the procedure was ended. The patient was not affected by the product. There was deployment failure in the shaft center and distal stent region. The center and distal portions of the pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. There was not any kind of operation, such as using another device to deploy the stent. The pipeline was resheathed and removed from the patient's body with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved (on-label). The device and any accessories were prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, right internal carotid artery (ica) c2 aneurysm with a max diameter of 10mm and a 7mm neck diameter. The landing zone was 3.1mm distally and 3.9mm proximally. Coil embolization was performed after rupture. It was scheduled to be performed as an additional treatment for the chronic phase. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 70. Post-operative findings related to blood flow imaging showed no abnormalities. Ancillary devices include a radifocus introducer rr-a80k25a sheath, asahi fubuki ain-fbk-8sr guide catheter, phenom 27, fg15160-0615-1s, 228090054, excelsior sl10, 168191 microcatheters, chikai x14 ain-ckx-14-200p, 240311a03a guidewires, target 360, 612412 24171716, target 360, 612412 24515047 ,target 360, 612309, 24742558, target 360, ig5412560, 24442028, I-ed390-0203, kr0363102, I-ed390-0202, kr053282, I-ed390-01h3, kr063227 embolization coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.